Manufacturer narrative:
Additional information received indicates that a revision procedure was performed. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6), 2005 due to dislocation. A subsequent revision surgery was performed on (B)(6), 2011 due to recurrent dislocation addressed with closed reduction. The surgeon noted during the revision that the acetabular cup had been placed too vertical and that the patient had both anterior and posterior incisions. The modular head was removed and replaced with an active articulation acetabular liner and modular head. The acetabular cup remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under "possible adverse effects", number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty procedure on (B)(6) 2005. Subsequently, patient has complained of pain and dislocation with successful closed reduction reported. No additional revision procedure has been performed.